Event description:
It was reported that when using the bd pyxis¿ medstation¿ es dou3 station had broken drawer, aux drawer 7 was physically damaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was failed and broken. A field service engineer found both sets of rails on auxiliary full-height drawer 7 broken, replaced both rails. The fse also reported that the cage had come off and damaged the retractor band, which was also replaced. Tested the drawer in hardware test application (hta), and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.